Event description:
It was reported by service report that there was no power to be the bed and the ground plug was missing on the power cord. It is unk if there was pt involvement or adverse consequences occurred.